Event description:
It was reported that the patient experienced an overdose following a knee replacement as a result of "taking too many orals while on the pump therapy as well". The patient stated that he does not like taking oral medication due to this. The device system was used to deliver hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8711 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).